Event description:
The clinician reports, the implant was inserted (B)(6) 2023 in ada 5. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On(B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event, the patient experienced: mobility. No further patient complications were reported.